Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided the exact cause of the rupture is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text: valve remains implanted.

Event description:
As reported by the edwards european affiliate, during a tf tavr case, after deployment of the 26mm sapien 3 valve, the position, coronaries and pvl were checked, and everything appeared fine. The commander delivery system and wire were removed and when starting to close the femoral access, the patient started to move as pressure dropped. During injection the coronaries could not be seen at all. The procedure had been on local anesthesia was converted to general anesthesia. The patient was on electromechanical dissociation, received adrenaline 1mg every 3min, bicarbonate 4.2% 250ml, dobutamine and noradrenaline v10. The physician tried to unclog the coronary interventricular artery (iva) and truncus arteriosus with a balloon. At the same time, a nurse performed cardiac massage and at echo a pericardial effusion was seen. The patient was on ventricular fibrillation, was shocked with 2 external shocks at 150j and 175j without effect despite cordarone, lidocaine, and magnesium. After more than 30 minutes of cardiac massage, it was decided to stop, and the patient passed away. On scanner, nothing was abnormal, annulus was not particularly calcified with no dangerous calcification. Sizing was between 23mm and 26mm and physician decided to go on thv 26mm -1ml. After death, the root cause of the event was perceived to be an annulus rupture as per x-ray imagery.